Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. A customer, who is pregnant, reported receiving a sensor scan result of 2.7 mmol/l (49 mg/dl) compared to a reading of 12 mmol/l (216 mg/dl) obtained on an hcp meter. No symptoms were reported and customer self-treated with novorapid insulin (dose unknown) and also received insulin via injection by hcp. There was no report of death or permanent impairment associated with this event.